Manufacturer narrative:
Expiration date (01/2021). Manufacturing date: (01/2016). Based on the available information, this event is deemed to be a reportable malfunction. No sample was received for evaluation. A batch record review indicate no discrepancies could be found. Review of the assembly batch record does not reveal any sign of a leak balloon detected during inspection. Review of the complaint trend within year 2013 to ytd august 2016 for the leak issue, did not show any negative trending. A photograph has been received for this complaint which was evaluated. However, a previous investigation associated with a non-conformance (nc) has been approved and completed. No additional action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. Additional details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: october 20, 2016. (B)(4).

Event description:
It was reported that "the user found air leak from cuff at the cuff check before use. Thus the user did not use the et tube to a patient. Photos were provided. When customer checked the affected et tube at our end, there was a tear on the cuff from where the air leaked." No further information was provided.